Event description:
It was reported that during a case, a 40l insufflator was involved in a pt receiving too much exposure to co2.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.